Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized with diabetic ketoacidosis. Her blood glucose when she woke up was 413 mg/dl, and while she felt fine and was able to decrease her blood glucose a little, her blood glucose shot back up. She took herself to the ER and her blood glucose was 350 mg/dl. The customer was treating with the pump but then just gave herself a manual insulin injection. She was dehydrated and the hospital staff put her on an insulin drip. Troubleshooting was initiated to inspect the insulin pump. There were no apparent anomalies with the pump. A high pressure test could not be performed due to lack of a tubing clamp. The customer mentioned that the type of infusion set she was using had the wrong cannula length for her body type. No products were returned and a tubing clamp and sample infusion set was shipped to the customer.